Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient was not feeling well throughout the day and the insulin pump was displaying "high". Based on the pump reading, the patient dosed themselves with an insulin shot to attempt to lower her blood glucose. The patient reported that because she was receiving incorrect readings, she had given herself too much insulin which resulted in extremely low blood glucose (there were no values provided). She patient went to sleep due to not feeling well. On (B)(6) 2023 at 12:49am, the patient's husband woke up to go to the restroom. When he came back and noticed that the patient was sitting on the bed starting at her tandem pump. She stated she was trying to fix the pump but the husband noticed she was incoerent and when he felt her, she was cold and clammy. The patient's husband is aware of the patient's symptoms when she is not okay and he brought her to the emergency room. At the ER, the cgm was displaying 77 mg/dl and the patient's bg was 31 mg/dl. The patient was reported to have been treated at the ER with dextrose d50, magnesium sulfate, zofran, potassium chloride, sodium chloride and compazine. The patient reported that she was given zofran to treat her symptoms of vomiting (it was not reported when during the event the patient started vomiting; however, the patient reported symptoms of ketoacidosis). The patient was in the ER until she stabilizesd and was discharged on teh same day at 6:30am. Before leaving the ER, the cgm was 241 mg/dl and the bg was 137 mg/dl. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e2304 chills; diabetes mellitus is a known cause of hypoglycemia.